Event description:
It is reported that the patient was revised due to poor range of motion and severe flexion contraction.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no x-rays or surgical notes were provided to study the fixation and surgical technique used. Patient demographics are also not available to study the history and activity level. Flex components are designed to provide extended range of motion. With the available information, a definitive cause for patient's poor range of motion and severe flexion contraction cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.